Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple cubie drawers had failed and were not detected on the bus. A field service engineer confirmed that the user had already recovered the failed pocket and there were no more failed drawers in the station. The fse informed the customer to resubmit if a drawer fails again. The system functioned as intended after the customer resolved the issue. The issue was resolved with no detail provided by the customer regarding how the issue was rectified, the customer gave permission to close the case.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, multiple cubie drawers had failed and were not detected on the bus. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.